Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information has already been reported in manufacturer report # 3007566237-2015-00394: it was reported that the patient was unable to adjust stimulation. A power on reset (por) as well as a "call your doctor" icon was displayed. The patient had already cleared an informational por but it was still displayed on the recharger. The patient was assisted to back out of the message and this resolved the por. The patient was then able to turn on stimulation as intended and initiate a charge session successfully. The stimulation was as expected. The battery was at 75% charged. Any additional information regarding this event will be reported in this manufacturer report.

Event description:
It was reported that there was a power on reset (por) condition. The patient went on vacation and then discovered that that she was seeing a por on her external component. It had been about 2 weeks since the por occurred. It was noted that the patient was angry about the por occurring and did not use stimulation regularly. It was later reported that it was an informational por and it was cleared using her patient programmer (pp). She was able to turn on her stimulation and initiate a charge session successfully. The battery was at 75% charged and stimulation was as expected.